Event description:
A malfunction with the code "malf 12" was reported, but no notable events occurred prior to it. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support assisted the customer with resetting the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any further malfunctions occur, which the customer understood and acknowledged.